Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient's ins was going to be replaced due to normal battery depletion. When a representative met with the patient impedances on 1, 2, and 3 were over 40,000 ohms. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had leads placed in cerebellum for spasticity placed approximately 30 years ago. The healthcare provider (hcp) did a CT scan and the patient had two quad leads. The rep reported that every electrode ¿is out except for 0.¿ 0 was programmed as a cathode with nothing else on the lead. The rep reported that impedances on 1, 2, 3 were over 40,000 ohms. The rep confirmed seeing c for case when looking at programming. Additional information was received from the rep on (B)(6) 2018. The rep reported that the cause of the high impedances wasn¿t determined. It was undetermined if the patient would have the device replaced. No further complications were reported.